Manufacturer narrative:
Based on the received information a post-operative diagnostic imaging showed extracochlear electrode channels. Although unknown, some degree of cochlear ossification appears likely and would explain for the reported non-auditory symptoms on four channels. Swelling over the implant site was observed and could be solved by medical treatment. A retroauricular opening without clear signs of infection also occurred . The latter was likely present in the middle ear and might have caused the reported electrode extrusion and retroauricular lesion. Despite requested, no information concerning the reason of partial insertion has been retrieved. The reported events were most likely due to unrelated surgical issues. So far no information has been received about a possible delivery of the explanted device. This is a final report.

Event description:
It was reported that a swelling over the implant bed occurred, which was medically treated by a local ent surgeon and later subsided. No trauma or injury at the implant site were reported. There is no infection reported, only post auricular opening. It was also reported that there were only 8 channels inside the cochlea, out of which only 4 were used for stimulation. Stimulating the other four channels resulted in non-auditory stimulation and sometimes pain. The performance was gradually deteriorating. The device was explanted.

Manufacturer narrative:
Device investigation revealed tissue residues on the active electrode array and mechanical damages, which are likely related to the removal surgery. Based on the information received, a device unrelated infection in the middle ear likely occurred and initiated the reported retroauricular opening. A review of the device_s sterilization records confirms that proper sterilization was applied at the time of manufacturing. Furthermore, diagnostic imaging showed only eight channels inside the cochlea, out of which only four were available for stimulation. Stimulating the other four channels resulted in non auditory stimulation and sometimes pain, likely due to some degree of cochlear ossification, even though no information was received concerning the status of the cochlea. Damages found during investigation are most likely attributable to the explantation surgery. This is a final report.

Event description:
It was reported that a swelling over the implant bed occurred, which was medically treated by a local ent surgeon and later subsided. No trauma or injury at the implant site were reported. There is no infection reported, only post auricular opening. It was also reported that there were only 8 channels inside the cochlea, out of which only 4 were used for stimulation. Stimulating the other four channels resulted in non-auditory stimulation and sometimes pain. The performance was gradually deteriorating. The device was explanted.

Event description:
It was reported that a swelling over the implant bed occurred, which was medically treated by a local ent surgeon and later subsided. No trauma or injury at the implant site were reported. There is no infection reported only post auricular opening. It was also reported that there were only 8 channels inside the cochlea, out of which only 4 were used for stimulation. Stimulating the other four channels resulted in non-auditory stimulation and sometimes pain. The performance was gradually deteriorating. The patient has been advised to report to the implanting surgeon.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.